Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 50mg/dl. The customer's expected fasting blood glucose test result range is 80 to 160mg/dl . The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is undisclosed . The meter memory was not reviewed for previous test result history. Customer called in states the meter is giving him inaccurate readings back to back. Customer states he went to the hospital two months ago due to low readings. Customer states he read 50mg/dl at the hospital. When asking the customer more information about the hospital stay customer hung up. Called customer back and he states he can not go through the questioning and when I asked him the last five readings in the memory the customer hung up. Customer states his normal range is 80-160mg/dl fasting and states his concern was between the difference between one reading right after the other back to back. Could not obtain more information.